Event description:
The manufacturer's representative reported that at pump replacement procedure, the patient was having overdose symptoms and had a seizure at the current unchanged dose. Specific drug dose not reported. The patient is reported to be "recovering". A follow-up report will be sent if additional information becomes available to us.